Event description:
It was reported the patient had stimulation in the wrong location and when the patient turned their stimulation up they felt it in their right leg and foot and it had been going on since their device was implanted. It was stated the patient was set on program 2 at 0.6 volts and they were not getting 50 percent relief from their therapy. It was noted the patient had been switched from program 1 at 0.6 volts to program 2 at their last appointment with their healthcare provider. Reportedly, the healthcare provider had turned the stimulation up but had to take it back down to 0.6 volts. It was noted the patient could feel their implantable neurostimulator (ins) and see it from the skin and they thought it was not sitting right and there was a huge bump. It was stated the patient could rub their hand on their ins and it was extremely sensitive and it was causing them pain since it was implanted. Additional information from the healthcare provider stated they thought the event was related to the device. It was reported the issue was resolved when the battery and lead were replaced on (B)(6) 2013. It was noted the patient was seen on (B)(6) 2013 and had no complaints at that time. Reportedly, the patient had no leg or foot pain and the device was working perfectly.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va08ven, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead. (B)(4).